Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported patient effect of a perforation is listed in the xience sierra everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The three graftmaster rx devices are being filed under separate medwatch MFR numbers.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous and heavily calcified de novo lesion in the proximal left anterior descending artery (lad). A 2.75x33mm xience sierra stent was deployed in the mid lad and a 2.5x28mm xience sierra stent was deployed in the mid to proximal lad. A 3.0x18mm xience sierra stent was deployed in the proximal lad and post-dilatation with a non-compliant balloon catheter was performed; however, a perforation occurred. A 2.8x19mm graftmaster covered stent system failed to cross due to the anatomy. A 3.5x19mm graftmaster covered stent system failed to cross due to the anatomy and the proximal shaft separated. The separated shaft portion was outside the anatomy and was simply removed. A 4.0x19mm graftmaster covered stent system also failed to cross due to the anatomy. The perforation could not be sealed; therefore, the patient was sent to operation and the perforation was successfully closed surgically. The patient was stable after surgery. No additional information was provided.